Manufacturer narrative:
The device was received fully deployed. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in the needle deploying late; the cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has been received and is pending an investigation lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their reported blood glucose level had rose to 385 mg/dl. The patient reports the pods cannula had not deployed upon initial activation but upon removal of the pod from the insertion site the pods cannula had then deployed late.